Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.5. Color: grey. Battery life remaining: <5 months. Per visual inspection: no physical damage to injection foot or inpen was noted. Customer reports: inpen app is not recording the exact doses dialed on the inpen. Jammed dial button. Cartridge holder has to be forced in-place. Unit paired successfully to commercial app. My inpen menu displayed: tried dosing 4.0u slowly holding knob and button together, 3 in a row were displayed correctly in the logbook. Tried dosing 4.0u x 4 times and app recorded 1.5 u, 2.0u and 0.5 u. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen was cut open, no misalignment of encoder contacts and pattern wheel noted. Encode assembly looks nominal. However, high amount of contamination (black plastic shavings) was noted in the encoder contact board, encoder pattern wheel and ground contacts. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, lint and dust bunnies were found under dose button. A battery test was performed and battery measure at 3.0 volts. In conclusion: it was determined the contamination can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. The customer complaint of dose log inaccuracy is confirmed. However, the hard to dial or resistance to install cartridge holder is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic), dose log/report data inaccuracy occurred. There was no adverse impact or consequence reported as a result of this event.